Event description:
It was reported that the pt underwent a sling procedure in 2004. Post operatively, the pt experienced urinary retention. A 'takedown' was planned. Cystoscopy was performed prior to the takedown, and urethral erosion of the tape was identified. The takedown procedure was completed 2 months later, and the pt has done well since.